Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as "in the last 6 months" (2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported, that in the last 6 months, the therapy was not providing the patient with any symptom control. The patient stated that a doctor did an ultrasound or CT and they were told the implant was not working and to get in touch with the manufacturer¿s representative for device programming. The patient did not have a managing physician for the device (previous one had retired). There were no further complications reported or anticipated.